Manufacturer narrative:
(B)(4). Concomitant medical products: kne-ascent-bearings-unk; p/n: unk, l/n: unk. Kne-ascent-femorals-unk; p/n: unk, l/n: unk. Kne-ascent-tibial tray-unk; p/n: unk, l/n: unk. Kne-ascent-patellas-unk; p/n: unk, l/n: unk. Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00517, 0001825034-2020-00519. Product location is unknown

Event description:
It was reported the patient is being considered for a revision procedure due to unknown reasons. However, no revision procedure has been reported to date. Attempts have been made and no further information has been provided.

Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided.